Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 400 mg/dl after the device was turned off for approximately one hour. The user powered the ilet back on, insulin delivery resumed, and glucose levels returned to range. No outside medical intervention was required.